Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15859. The patient reported he experienced heating at the ipg site while charging. The patient indicated he ceased using and charging ipg sometime in 2013 because he felt the charger antenna or ipg pocket felt hot. The patient initially indicated he had developed a blister, but then indicated he would cease charging before he began to experience heating. The patient also indicated he placed the charging antenna directly onto his skin. A replacement charging system was sent to the patient as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.